Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423 batch no: 2235211, 2229934, 2146294. 22g autoguard needle is not retracting when safety is pressed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2235211. Medical device expiration date: 31jul2025. Device manufacture date: 23aug2022. Medical device lot #: 2229934. Medical device expiration date: 31jul2025. Device manufacture date:18aug2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received nine 22gx1.00in insyte autoguard devices from lot number 2235211. Eight of the units were representative samples sealed in the packaging with no apparent physical damage. One unit was received opened, and the needle was retracted in the barrel. First the eight sealed were investigated by opening the packages, performing tip adhesion and activating the safety button. Upon activation, the needles all retracted safely in the safety shield without any resistance. The opened unit was re-engaged. The catheter nor the needle cap had physical damage. The safety button was later activated, and the needle retracted without resistance. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the reported issue was not confirmed, a trend has been identified for the reported failure. Corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423. Batch no: 2235211, 2229934, 2146294. 22g autoguard needle is not retracting when safety is pressed.